Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt damaged the percutaneous lead near the controller connection and is experiencing pump stoppage while on batteries and the power module. Additional info submitted to the manufacturer reported that an external percutaneous lead replacement was performed by the manufacturer's technical services. Pump stops were reproducible with external percutaneous lead manipulation. The damaged percutaneous lead was removed and returning for an eval.

Manufacturer narrative:
The pt continues on lvad support. No further info is available at this time. A supplemental report will be submitted wen the manufacturer's investigation is completed.